Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
Amended MDR=yes. Si report. It was reported that during routine follow up premature battery depletion was observed. The battery was successfully replaced due to allegation of premature battery depletion. There are no adverse patient effect reported. It was reported that during routine follow up premature battery depletion was observed. Data from the device will be analyzed by technical services. At this time no further updates have been received. The device currently remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Currently the device remains in service. If this product is returned analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during routine follow up premature battery depletion was observed. Data from the device will be analyzed by technical services. At this time no further updates have been received. The device currently remain in service and no adverse patient effects were reported.

Event description:
Amended MDR=yes. Si report. It was reported that during routine follow up premature battery depletion was observed. The battery was successfully replaced due to allegation of premature battery depletion. There are no adverse patient effect reported. It was reported that during routine follow up premature battery depletion was observed. Data from the device will be analyzed by technical services. At this time no further updates have been received. The device currently remain in service and no adverse patient effects were reported.

Manufacturer narrative:
Amended. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Currently the device remains in service. If this product is returned analysis will be performed and this report will be updated at that time.